Event description:
It was reported that the autoplex system was being used in a procedure when the machine cracked and cement was observed to leak out of it. A back-up kit was opened to complete the procedure with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed.

Event description:
It was reported that the autoplex system was being used in a procedure when the machine cracked and cement was observed to leak out of it. A back-up kit was opened to complete the procedure with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon evaluation of the returned unit, the claimed condition was confirmed. The cement mixture leaked between the lid and mixing chamber, since the chamber was significantly cracked/broken. The potential root causes for a cracked/broken mixing chamber can be associated but not limited to: improper design - can't handle transfer pressure. Improper material selection- embrittles due to sterilization. Improper material selection - embrittles due to incompatibility with bone cement. Improper fit with piston.